Event description:
It was reported that during a right arm fistula treatment procedure, a balloon rupture occurred. The target lesion was located in the right arm fistula. The mustang 8.0x40/135 cm balloon catheter ruptured at 30 atms on the initial inflation. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device code 1546 elates to component code 419. Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device,if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).